Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. One 3-way solenoid valve and one substrate syringe were returned to instrument service center for evaluation with no shipping damage. Functional testing of the 3-way solenoid valve and substrate syringe passed. The reported event was not duplicated. The most probable cause of the reported event could not be duplicated.

Manufacturer narrative:
Fse arrived on site to address the reported event. Fse confirmed the error by reviewing the printouts and reproduced the error while performing daily maintenance. Fse inspected the substrate tubing for air in the lines and bubbles, but none were observed. Fse replaced the 3-way substrate solenoid valve and the substrate syringe to resolve the issue. Next, fse ran daily maintenance and primed, and it passed three times in a row. The customer was subsequently able to run quality control (qc) without issue. No further issues were noted. No further action was required by field service. A 13-month complaint service history review for similar complaints was performed for serial number (B)(4) from 25oct2018 through aware date 25nov2019. There were no other similar events reported during the searched period. The most probable cause of the reported event is pending investigation completion. The a1a-900 operator's manual under section 6- assay preparations was reviewed. 6.5 daily check (with a sorter). "Substrate replacement" displays whether or not fluid replacement for the substrate tubing was sufficient. When sufficient: ok / when insufficient: ng. If "ng" is displayed, first confirm that the remaining volume of substrate is sufficient and conduct the daily check again.

Event description:
The customer reported receiving "ng" on background during daily maintenance with their aia-900 analyzer. Daily maintenance would pass only after repeating four or more times. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle-stimulating hormone (fsh) and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.